Event description:
Caller reports melted metal inside of the laser aperture window of the inform ii meter. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.